Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number k011028/k013227 h6: additional h6- patient codes: 1690: abscess, 4755: swelling/edema, 1932: inflammation.

Event description:
It was reported that the implant at tooth site # (B)(4) was removed due to peri-implantitis. Patient presented with pain and draining sinus tract on the buccal gingiva associated with the failing implant. Symptoms as a result of the event: abscess; inflammation; pain & swelling.